Event description:
It was reported that the procedure was an unevenful ptca, with good result. The catheter was withdrawn out of the vessel without resistance, but the distal segment (about 15 cm) of the catheter had separated and remained within the patient. The segment was retrieved using a pair of tongs. No patient effects were reported.